Manufacturer narrative:
The customer technical support (cts) did troubleshooting with customer via telephone and had customer verify that waste tube was not pinched. Customer stated that the waste filter was replaced about two months ago. The cts had customer drain the baths and bleach the drain pathways. The baths drained okay afterwards but customer began getting a vacuum error. The vacuum was at about two and slowly rising, and cts suspected the vacuum isolator chamber (vic) had overflowed also. The customer had no spare fluid barrier filter, therefore service was dispatched. The field service engineer (fse) inspected the instrument and found vacuum isolation chamber (vic) clogged with excessive buildup. The fse replaced and re-tubed the tubing/air filter combination to the vacuum overflow chamber, and transducer, replaced the vic and associated tubing, then cleaned the red blood cell (rbc) and white blood cell (wbc) baths with 50% clorox mixed with warm water to remove the buildup, resolving vacuum errors. Failure mode: bleach and bath drain procedure resolved the leak, which is most likely related to a clogged vic with excessive buildup. However, the instrument generated a vacuum error alerting the customer to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that about 10 ml of fluid leaked from the coulter ac t diff 2 analyzer when the red blood cell (rbc) bath overflowed. The leak was not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of this event. No one had any direct contact with the liquid. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this incident. There was no death, injury or change to patient treatment.